Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing diabetic ketoacidosis. The customer did not know their blood glucose (bg) level at the time of the event but reported that it was "normal". While in the emergency room, the customer was treated with intravenous fluids and released 6 hours later with a bg level of 180 (mg/dl).